Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed a compromised force sensor system alarm. Customer's blood glucose was 70 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch; unable to perform functional testing due to motor error alarm anomaly. No a33 alarm. The currents are within specification. The insulin pump had minor scratched lcd window, cracked near the display window corners and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.